Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p and f us : initial surgery for cervical radiculopathy : (B)(6) 2016. Revision due to persistent neck pain (patient had before initial op). Revision with acdf : (B)(6) 2017. From surgeon's opinion : there is no causal connection between the event and the device. Patient is doing well with device. No evidence of osteophyte formation or heterotopic ossification.

Manufacturer narrative:
Additional information was received sept 14th 2017: sales order was received and permit to get lot number from related implant:the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to provided information, patient had facet injury. As indicated in the IFU and the mobi-c summary of safety and effectiveness data, mobi-c p&f us are contraindicated in case of severe facet joint disease or degeneration. Fusion system should have been implanted instead of mobi-c prosthesis. The investigation found no evidence to indicate a device issue and cause of this event is related to user error.

Event description:
Mobi-c p&f us : revision due to pain.